Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018, and expressed dissatisfaction with the device size on both sides. As a result, the devices were explanted at an unknown date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 12, 2023, mentor became aware that the patient's bilateral replacement surgery with catalog number shpx490; serial number (B)(6) on the right side, and with catalog number shpx490; serial number (B)(6) on the left side was (B)(6) 2022. Field d6b has been updated on this form accordingly. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).